Event description:
Per the clinic, the patient received no benefit with the device. Re-programming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2026, and the patient was re-implanted with another device during the same surgery.